Event description:
Caller reported a power source alert while using standard charging equipment, and the customer's blood glucose (bg) level at the time was marked as high, but the specific value was unknown. The customer delivered a bolus to address high bg. The customer attempted corrective actions, including using different adapters and cables, but these were unsuccessful, so customer technical support decided to replace the pump. The customer reverted to multiple daily injections as a backup therapy to ensure insulin delivery, and they agreed to return the defective pump after putting it into storage mode.